Event description:
It was reported that a ventricular assist device (vad) patient was involved in an event where high watts and low flows were observed before lysis therapy, and low pulsatility was noted after lysis. Thrombus or device thrombosis/embolism was suspected in the vad. The patient was admitted and received lysis therapy for the suspected pump thrombosis. Additionally, the patient primary controller day and time settings were corrected as they were not accurate, the vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system: controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-jan-2022/serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 20-jan-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed an increase in power consumption and estimated flows beginning on (B)(6) 2011, followed by a sharp decrease in estimated flows and pulsatility and a return to baseline parameters beginning on (B)(6) 2011. Of note, multiple speed change events were logged following the sharp decrease in parameters. In addition, forty (40) high watt alarms were logged since (B)(6) 2011 and four (4) low flow alarms were logged on (B)(6) 2011. Information provided by the site indicated that the patient received lysis therapy. Review of the event log file revealed that the date and time was set to 3/jan/2010 at 2:46:01 during the initial programming of the controller. Additional clock change events were logged on 3/feb/2025 at 20:51:46 and 10:11:03. As a result, the reported low flow, high powe r, and incorrect controller date and time events were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. The most likely root cause of the incorrect date and time event can be attributed to improper set up during initial pr ogramming of the controller. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.